Event description:
It was reported that the patient was admitted with hypertensive urgency after having low flow alarms four times on the evening of (B)(6) 2022. Despite drinking fluids, the patient's low flow alarms persisted and was instructed to come to the emergency room (ER). Upon admission to the ER, the patient received 500ml fluid bolus and IV hydralazine for mean arterial pressure (map) of 129. Their coreg (carvedilol) and entresto (sacubitril/valsartan) doses were also increased. The low flow alarms were believed to be due to the patient's hypertensive state. On (B)(6) 2022, the patient had echocardiogram where the revolution per minute (rpms) for the left ventricular assist device (lvad) was increased to 5400 and no further low flow alarms occurred. The patient was to be discharged and follow up as an outpatient with cardiologist on (B)(6)2022.additional information was received from the site, that the patients post operative lvad course was complicated by arrhythmia, right heart failure, renal failure, aortic insufficiency, valvular disorder and a near syncopal episode accompanied by a fall. The information included that on the patient's 13jun2022 workup, their right ventricle (rv) was mildly dilated and had a mildly decreased function. This result was unchanged on their 21jul2022 visit. Also, on 08jul2022, a computed tomography of the head (cth) was done that showed chronic periventricular and subcortical microvascular disease and an encephalomalacia involving right frontal lobe compatible with old infract.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported old cerebral infarct, atrial fibrillation, renal dysfunction, right heart failure, hematoma from a fall, aortic insufficiency, patient conditions including valvular disorder, hypertension, and hypovolemia could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review; however, the account attributed the alarms to the patient¿s hypertension. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists lists stroke, cardiac arrhythmia, renal dysfunction, right heart failure, bleeding, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that changes in patient conditions can result in low flow and lists hypovolemia as a potential late postimplant complication. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm. The heartmate 3 lvas IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient also developed hematoma from a mechanical fall.